Event description:
A customer reported receiving a minimum fill notification regarding their insulin cartridge. There was no adverse impact to the customer's blood glucose level. Customer service instructed the caller to reload the original cartridge, which resolved the issue, allowing the customer to successfully load the cartridge onto the pump and resume insulin therapy.